Manufacturer narrative:
Submit date: 12/07/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a syringe. The customer states they opened the sterile packaging and the syringe had a hair inside the plunger therefore making it not sterile.

Manufacturer narrative:
No sample was returned, but one photo was submitted and the issue was confirmed. A device history record (DHR) review of the lot was completed. The products were manufactured according to quality requirement and released according to established procedures with no issues related to this complaint for this lot. The supplier checked the manufacturing process and determined the possible root cause of the hair contamination on the product occurred during the exchange of the clean room uniform. Normally, the hair would be removed by an air shower and rolling the clean room uniform with a sticky roller before entrance to the clean room, but the hair may not have been removed completely and might have dropped into the machine and/or working area and attached to the product. The supplier has taken the below actions to prevent a possible risk of hair contamination. Added cloth to cover the ears of the cleanroom hat to prevent hair from falling out of the net and contaminating the product. Controlled the frequency of changing the hair net to prevent the deterioration or damage of the hair net from long term use. Added shoe covers to cover trousers of the cleanroom uniform. This complaint will be closed as confirmed at this time. If additional information is obtained, this file may be re-opened for further investigation.